Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were used. When the device was deployed, the was was kinked, and the closure device could not be recaptured. They left the device in place and the procedure was completed. There were no patient complications that were noted.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system with the dilator snapped into the hub. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The watchman delivery system (wds) used in the procedure with the complaint device was not returned for analysis, so a lab supplied wds was used for device-to-device testing. The implant of the wds was deployed, and recaptured with the was, and the implant was fully recaptured without issue. The reported kink and recapture difficulty was not confirmed.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were used. When the device was deployed, the was was kinked, and the closure device could not be recaptured. They left the device in place and the procedure was completed. There were no patient complications that were noted.